Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the oor was resolved. The rep stated that they needed to raise the pulse width and change the program. The rep did not have the programming. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain and post lumbar laminectomy syndrome. It was reported that the patient saw a "settings not available message". The caller stated that the controller will let them turn the therapy down, but it will not turn it back up. The caller stated that it doesn't matter what group or program they are on it will not let them increase. The caller stated that they are seeing screen 59. The patient said that (B)(6) at the healthcare provider (hcp) office tried fixing the issue but they couldn't and told them to contact a manufacturer's representative (rep). The caller stated that this only happened after the stimulation was adjusted. The patient charged their device to 60% and still could not increase stimulation. No further complications were reported or anticipated. No symptoms were reported.

Event description:
Additional information was received from the patient and hcp. It was reported that the levels of stimulation were adjusted too high, so it would not adjust any higher and if it was adjusted to a lower setting it would not return to that higher stimulation again. The range of adjustments were changed to settings the stimulator would accept. The patient said the issue was resolved. A hcp said they saw out of regulation on the tablet. The caller was using 8+, 9-, 440pw, 280hz. The patient needs stimulation across the lower back, bilateral legs and feet. The patient feels stimulation at 5 ma and then the oor occurs. Electrode impedances ranged from 2000-2700 ohms. Reference 8: 6: 1710 ohms, 7: 1990 ohms, 9: 2180 ohms, 10: 2460 ohms, 11: 2470 ohms, 12: 2220 ohms, reference 9: 8: 2180 ohms, 10: 2410 ohms, 11: 2520 ohms, 12: 2240 ohms. The ins was about 50% charged. Multiple reprogrammings were done using different electrodes, but the oor was seen or the patient was not getting the desired coverage. No further complications were reported.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp); the cause of the settings not available message and inability to increase stimulation was not known. When asked what actions/interventions were taken to resolve the settings not available message and inability to increase stimulation issue, they said "oor error for ins." The settings not available message and inability to increase stimulation issue is not resolved; the patient will see their manufacture representative (rep). Additional information received from a manufacture representative (rep) on (B)(6) 2018 who said the patient was seen by their healthcare provider (hcp) "last tuesday" for reprogramming for optimal coverage. Hcp said the impedances were all green, but the values were not known. By the end of the reprogramming session, the patient was getting good coverage. The patient went home, but they saw an out of regulation (oor) message when they tried to increase stimulation. The rep is going to meet with the patient for reprogramming. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.